Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 575 mg/dl and a diabetic coma. Reportedly, customer administered a correction bolus via the pump prior to going to the ER to address bg, and was treated with intravenous fluids while in the ICU. Customer was discharged from the ICU on (B)(6) 2024 with the issue resolved and no permanent damage. Customer alleged the control iq software did not function as intended, however upon review it was found that the customer had not started an active cgm session and the control iq feature was working as intended.